Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that while the patient was sleeping, the infusion set detached from their skin and fell away from their body. The home care patient reported that their blood glucose levels rose to 400 mg/dl and they had large ketones due to the interruption in insulin therapy. No corrective actions reported. No permanent damage to patient reported.